Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1914mcc1497.

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. The o2-cell was replaced and no new events on this ventilator have been reported until this date. Evaluations of the received device logs show a matching event on the reported event day. Between(B)(6) 2, at 11:25 and 14:53, several alarms for high o2 concentration were generated. There was also found high pressure alarms in the received device logs, the cause could not be determined. A pre-use check was confirmed to be successful prior to this ventilation period. The o2-cell is only measuring and will not affect the ventilation, alarms will be generated.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the o2 concentration was fluctuating there was no patient harm. (B)(4).